Manufacturer narrative:
The handpiece was received for evaluation. Visual inspection found the nose cone and the transducer horn dented. The transducer horn is dinged in several places as well. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. Additionally, the handpiece was run at 100% power for one full minute without irrigation or aspiration hook-up. The handpiece did not get hot during testing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required, there is no non-conformance. The investigation is complete.

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. The DHR review is complete with no anomalies were noted. The final test data per doc # (B)(4) rev b meets specifications at the time of release. The investigation is ongoing.

Event description:
A facility in (B)(6) reported that the at the beginning of a cataract surgery the patient received a corneal burn. The surgical procedure was completed with out any issues. The patient experience no other problems during the procedure nor during the follow up check. No additional treatment was required.